Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that the blood glucose readings had been averaging about 400 mg/dl and would not lower. She stated that she had called in a few days prior when the insulin pump alarmed no delivery. She reported that she had changed the infusion sites and insulin bottle, but the high blood glucose levels persisted. The blood glucose reading during the high blood glucose event was over 600 mg/dl. She complained of thirst, fatigue, and lack of appetite. She advised that she had treated with a bolus and a manual injection. She was unable to complete troubleshooting due to lack of a tubing clamp. Advised a complete infusion set, reservoir and insulin change. She was advised to follow up with her doctor regarding scar tissue and high blood glucose levels. Insulin exited the tubing during a manual prime as part of the troubleshooting process. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.